Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose due to over delivery of insulin. Customer stated that they went to enter their carbohydrate but unsure if it was already delivered. Customer stated that their blood glucose level was dropping to 70 mg/dl and then 40 mg/dl. After that they treated with glucose tablets and blood glucose went to 69 mg/dl. Customer¿s blood glucose level at the time of call was 55 mg/dl. Customer stated that they having symptoms like shaking and sweating. Customer was assisted with troubleshooting for low blood glucose. Customer alleges that insulin pump was over delivering insulin due to it gave them bolus more than it supposed to give. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer stated that insulin was squirting out from the end of infusion set. The pump will not be returned for analysis.